Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that the tendril lead electrode fell off the myocardium three times with the helix extended. On the fourth attempt to screw it into the myocardium, the helix could not be unscrewed properly. It was found that the helix was packed with tissue. It was not certain whether the lead dislocation was due to an issue with the myocardium or the lead. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported events were unable to implant, lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue.